Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump became wet, and a malfunction alarm occurred. Blood glucose level was 165 mg/dl. Although requested, the customer declined to provide the backup method of insulin delivery.